Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2021 with rare pacing inhibition caused by myopotential over-sensing from their implantable cardioverter defibrillator. Patient was brought in for testing on (B)(6) 2021. The issue was not reproducible. No further intervention was performed. Patient was stable after the event.

Event description:
New information received noted that there was more myopotential over-sensing seen on the patient's implantable cardioverter defibrillator. The device was reprogrammed accordingly. Patient was asymptomatic and also stable after the event.